Event description:
This lead was implanted on (B)(6) 1988 and was capped on (B)(6) 2005. A call to technical services was made on (B)(6) 2013 stated that the patient had an infection. The whole system was explanted. During explant procedure, this lead would not come out so the doctor decided to cut the lead. The physician was dr. (B)(6) at (B)(6) health care system (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).